Event description:
Healthcare professional reported, right side ¿capsular contracture, (baker grade IV)¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, overweight, opening, yellow particles in the surface of the shell and crease flat. A microscopic analysis was performed which identify, a sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a opening sharp in the posterior side assessed, as unidentified (tear) opening.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (baker grade IV).

Event description:
Healthcare professional reported right side ¿capsular contracture (baker grade IV).¿ device has been explanted.